Manufacturer narrative:
The investigation is ongoing. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post- deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate that unknown patient or procedural factors may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by the sapien 3 ultra pms clinical trial, on postoperative day 2 after a transcatheter aortic valve replacement using a 26 mm sapien 3 ultra valve after leaving the operating room, the patient presented aortic valve pressure gradients, a valve thrombosis was suspected. At discharge transesophageal echocardiogram (tee), the mean gradient was 16 mmhg and there was moderate paravalvular leak (pvl). After approximately 3 months, the tte showed a mean gradient of 25 mmhg and moderate pvl. The patient was experiencing dyspnea and nyha ii symptoms. The patient was hospitalized but there was no mention of reintervention.

Manufacturer narrative:
The 26mm sapien 3 ultra valve was not returned for examination. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed using the valve serial numbers and revealed no other complaints relating to the complaint codes. The commander delivery system IFU, and procedural training manual instructions for use (IFU) were reviewed. Based on this review, no IFU training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The reported event of increased gradients was confirmed based on the medical record. A review of the DHR, lot history and complaint history review did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. An increase in gradients can indicate that a leaflet is not functioning optimally due to thrombosis or early valve degeneration. If mild, these patients will not require intervention and will be followed with serial echocardiography. If significant and results in symptoms, it may require intervention. As reported in the description of the event, "on pod2, after leaving the operating room, patient presented aortic valve pressure gradients, a valve thrombosis was suspected, and a tee was planned". Furthermore, the patient was prescribed an anticoagulant medication since it may suspect for the thrombosis, as the patient had atrial fibrillation. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in leaflet thickening and increased gradients. In this case, available information suggests that patient factors (thrombosis) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.